Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material is unable to be identified. The root cause of the reported event cannot be conclusively determined. However, the cause of the event is likely due to humidity invaded the light guide (lg) lens which led to corrosion occurred by applied physical stress to distal end such as hitting and dropping and/or lg-lens glue peeled off by chemical stress such as chemical solutions used for the device. The event can be detected by following the instructions for use (IFU) section: - the instruction manual evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the device evaluation found the following: a leak at the forceps elevator; insertion tube buckles and coating peel-off; due to a cut on switch4, water tightness is lost; suction cylinder has no color; due to a crack on plastic distal end cover, water tightness is lost; adhesive around objective lens has wear; light guide was dirty; and there was corrosion around the forceps elevator (l-arm). A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer returned to olympus the evis exera ii duodenovideoscope for the annual inspection, without reporting any malfunctions. There were no reports of patient or user harm associated with this event. Inspection and testing of the returned device, found that the light guide lens had a foreign material. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.